Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient the patient's ipg had migrated and became loose in the pocket. It was also noted that the patient's lead had disconnected from the ipg. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted.